Event description:
It was reported, that the patient presented to the hospital for a procedure. During the procedure, it was noted, that the right atrial (ra) lead was dislodged. X-ray was performed which confirmed, the dislodgement. The lead was explanted and replaced. The patient was stable throughout the procedure.